Manufacturer narrative:
Technician found that the brakes were not working properly. Wheels would lock, but swivel free. Replaced all four brake casters to resolve this issue.

Event description:
Complaint received that the brakes were not working properly. No injury alleged.